Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber forward fired. The physician immediately removed the fiber and continue the procedure with a second fiber. After one or two minutes of fiber use, the second fiber stopped working and the laser console went into standby. A third fiber was utilized to complete the procedure without consequences to the patient. This report is for 1st fiber.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported forward firing was confirmed. Analysis identified the metal cap and glass cap were detached and not returned. The detachment likely resulted in the loss of the total internal reflection surface resulting in forward firing. It is probable that the metal cap and glass cap detachment occurred due to elevated temperatures near the laser beam output window. According to the instructions for use, the user should maintain a working distance of 2 mm between the tissue and fiber tip during use. Increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal and glass caps were detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no additional breaks along the length of the fiber. The connector cone, segments and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass/metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber forward fired. The physician immediately removed the fiber and continue the procedure with a second fiber. After one or two minutes of fiber use, the second fiber stopped working and the laser console went into standby. A third fiber was utilized to complete the procedure without consequences to the patient. This report is for 1st fiber.